Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection revealed a tear where the flush lumen and stopcock connect, creating a leak path. Inspection of the hemostatic valves did not find any defects or abnormalities linked to a potential contribution to the allegation.

Event description:
It was reported that during the procedure, visible air bubbles were observed in the faradrive steerable sheath clear. The sheath was prepared according to the instructions for use (IFU). Upon inserting the catheter into the sheath and during aspiration, the physician noticed bubbles aggregating and was unable to remove the bubbles. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, visible air bubbles were observed in the faradrive steerable sheath clear. The sheath was prepared according to the instructions for use (IFU). Upon inserting the catheter into the sheath and during aspiration, the physician noticed bubbles aggregating and was unable to remove the bubbles. Subsequently, the sheath was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The sheath is expected to return for analysis.